Event description:
Information was received from an healthcare provider via manufacturer representative regarding product used for spinal therapy. It was reported that the accurate image does not appear. The patient involvement in the event is unknown and no further complications reported regarding the event. Additional information was received via manufacturer representative that the event occurred during micro endoscopic discectomy (med) procedure. There was patient involved in the event and no symptoms or complications reported.

Manufacturer narrative:
Product analysis of part# 9560100, lot# 1805227 image cloudiness and damage to the inner lens were observed during the incoming inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of part# 9560100, lot# 1805227 during the inspection, it was observed that the image was cloudy and the internal lens was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.